Manufacturer narrative:
The investigation into the limb ischemia irreversible event has been completed. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 56-year-old male had an impella cp pump inserted for a support of 5 days when explanted. At the time of explant the pump was seen to be thrombosed and pulses lost to the limb. The team had surgery consult for the salvage ability of the limb.